Event description:
Customer reportedly obtained results of 535 mg/dl, 342 mg/dl< and 82 mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.